Event description:
It was reported through log file analysis that there were driveline power b faults on (B)(6) 2022 at 9:23:16. On (B)(6) 2022 at 9:29:39 the driveline was disconnected and the controller was exchanged. There were 250 emergency backup battery (ebb) usages, including many caused by disconnecting both power cables. The log file additionally displayed multiple strings of controller clock corrupt alarms due to the controller system clock not set (last set on (B)(6) 2022 at 10:39 am). Related manufacturer report number: 2916596-2022-10718.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
The system controller was exchanged by the rehabilitation center without making the hospital aware. The rehabilitation center was to be educated on not double disconnecting and not changing the system controller unless instructed by the ventricular assist device (vad) coordinator. The modular cable was also exchanged by the hospital for the initial driveline power b fault alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however a specific cause for the driveline power fault alarms could not be conclusively determined through this evaluation. The submitted controller event log files captured driveline power fault alarms starting on (B)(6) 2022. The alarms cleared following the reported controller and modular cable exchange, and the system appeared to operate as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) and the heartmate 3 lvas patient handbook (rev. D) are currently available. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 5 "alarms and troubleshooting" contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard or pump off alarm, call your hospital contact immediately for diagnosis and instructions. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. The emergency contact list form included in the handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.